Manufacturer narrative:
(B)(4): information was not provided by contact. Information unavailable. The device was not returned. Patient kept strain relief.

Event description:
It was reported that post implant of a realize adjustable band, the patient was having discomfort with the band and a port site infection. A culture was not done. The patient was given antibiotics. The patient was then brought back to surgery to remove the band and port. At the time of the removal, the tubing was noticed to be disconnected from the port. The locking connector was attached to the port. The patient came back two weeks after the removal of band and port for a post-op check up. During examination in the surgeon's office, it was noticed that the strain relief was still in the wound, in the fascia. The strain was removed after examining the wound in the office. The patient asked for and has kept the strain relief. The band had never been filled. The patient is fine.